Event description:
A report was received that stated the pt was receiving an infusion via an implantable portal access system. The suspect medical device was utilized as the needle and the cannula of the needle was inserted into the portal of the access system. On day 10 of the infusion the cannula was discovered to be broken off and remained lodged within the portal of the implanted access system. The needle was removed at the ER with no further adverse sequela reported.

Manufacturer narrative:
Device has been returned for eval but the eval is not complete at this time. When the eval is complete, the manufacturer will file a follow-up report detailing the results of the eval.